Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site requested an urgent log file interrogation. The patient was seen in clinic on (B)(6) 2025 and had a pump stop while sitting in the clinic room. Their flow and speed went to zero. The patient was briefly unconscious. The pump restarted and the patient became responsive and interactive with the staff. The patient then seemed to have been at their baseline. The patient had a known short-to-shield (MFR# 2916596-2019-00653) and had a previous percutaneous lead repair (MFR# 2916596-2022-14775). After the patient regained consciousness, the log files showed low flow, low speed advisory, and a speed of 0. The log files from the clinic visit and from after the pump stop incident were both sent for review. Following review, it appeared that the first log file captured routine events with no low speed or pump stops noted, spanning from 29nov2025 at 1459 through 08dec2025 at 1342. The second log file captured low speed and pump off events starting on 08dec2025 at 1405 and continued for the remainder of the log until 1416. The patient was on a grounded cable at the time of the event, which was a clinical oversight by the staff. The patient was deemed "ok" and was back to their baseline. Once the patient was switched back to battery power and then to an ungrounded cable, no further issues were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file collectively contained events spanning from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The pump¿s fixed speed was set to 9200 revolutions per minute (rpm) with a low-speed limit of 8800 rpm. On (B)(6) 2025 at 14:05:20, the pump began struggling to maintain the set speed while the system controller was connected to grounded power, stopping 4 times in the span of approximately 10 minutes. The pump restarted following each stop and no other pump stops were captured for the remainder of the log file. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump flow. Section 1 also lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information confirmed that the cause of the pump stop was the patient being connected to a grounded patient cable. The patient was moved over to battery power then to an ungrounded patient cable in order to resolve this issue. After the pump restarted, the patient was fine and returned to baseline with no further intervention required. The patient was noted to not have any other issues as of (B)(6) 2025.